Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Multiple shocks were delivered by the ICD involved in this MDR (v defibrillation lead: medtronic fidelis). Reportedly, all these shocks appeared to be inappropriate. ICD therapy was inhibited by a magnet, the ICD explantation was performed the following day.